Manufacturer narrative:
Device received unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery due to detached end cap and also received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked case display window corner, missing end cap sticker, stained address number label, cracked belt clip slot, broken reservoir tube lip and cracked case reservoir tube window corner. No loosed drive support cap anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 mg/dl. Loose drive support cap was also reported. The device is expected to be returned for analysis.